Event description:
Set of iris scissors used for transsphenoidal broke inside of nose with little to no pressure being applied. All pieces removed in 2 parts. Caused little delay to case and no notable trauma to patient. Manufacturer: please note that we do not sent products to the manufacturer, but you may arrange for pick-up by calling my number below.